Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported capsular contracture baker grade IV and calcification diagnosed by mammography. The device has been explanted and replaced. This record relates to the rght side.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ calcification: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided

Event description:
Healthcare professional reported capsular contracture baker grade IV and calcification diagnosed by mammography. The device has been explanted and replaced. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture : : unable to observe since it is a medical event and is not related to the device. Calcification : white calcification observed. Additional observations: deformation observed on the device. Wear abrasion observed on the device. Crease flat observed.

Event description:
Healthcare professional reported capsular contracture, baker grade IV, and calcification.. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.